Event description:
The customer reported that the screen on the ventilator is freezing up and they are not able to make any changes on it. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion service tech evaluated the device and found that the unit shut off quickly after turning on. Tested with new power supply and main board but neither helped issue. Replaced the switch and power cord. The tech cycled power many times and could not duplicated original reported issue after replacing switch and power cord.